Event description:
Caller reported that pump quick bolus and wake button was difficult to press and required multiple presses to activate pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support advised caller to ensure pump was unplugged and to press button firmly using tip of finger while supporting pump, resulting in button functioning as intended.